Event description:
Additional information received reported the patient was hospitalized for implant of the neurostimulator. Lead was implanted on (B)(6) 2011, prior to patient's enrollment in the clinical study. Reprogramming was done on (B)(6) 2016 and the event was ongoing. The left lead was used for therapy and would be replaced but the date was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389, lot# unknown, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was explanted and not replaced. The outcome was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
It is noted that it was previously reported that the lead was explanted and not replaced, but the lead was actually replaced.

Event description:
Additional information received reported the cause of the high impedance was that the left lead was defective.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported device interrogation indicated left lead had high impedance on (B)(6) 2016. The symptoms included dyskinesia on the right side of the body. An increased dose of modopar was administered and the patient was reprogrammed. The event resulted in prolongation of existing hospitalization. The outcome was ongoing. Etiology was related to the device or therapy, not related to the implant procedure.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-28, lot# 0204490461, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.